Event description:
It was reported that during a stage 2 procedure to implant the implantable neurostimulator (ins), low impedances were measured (36 ohms, measured at 0.7 volts) on electrode combination of #8 and #11 of the right lead. All other impedance readings of the right lead were in the range of 1176 to 3816 ohms (taken at 0.7 volts). Impedances reading on the left lead were in the range of 2709 to 4991 ohms (at 0.7 volts). It was reported that after removal from the lead, the lead cap appeared to be visually undamaged and did not appear to be inappropriately turned in the block. The lead cap was returned to the manufacturer for analysis also, it was noted that contact #11 on the lead appeared visually undamaged after removal of the lead cap. The first programming session for the patient was to be in 2 to 4 weeks (from the date of implant). The patient outcome from the event was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_leadcap_acc, explanted: (B)(6) 2013, product type: accessory. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3389s-28, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were high impedances on the left and low impedances on the right. The therapy impedances taken on (B)(6) 2013 were 2,638 ohms on the left and 889 ohms on the right. Furthermore, therapy impedances were also taken on (B)(6) 2013 was 2,590 ohms on the left and 853 ohms on the right. It was stated that the patient had mild improvement of cervical dystonia.

Manufacturer narrative:
Analysis on the lead cap indicated that there was no significant anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.